Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an advanix biliary double pigtail stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2015. According to the complainant, during the procedure, the advanix biliary double pigtail stent was attempted to be loaded on the delivery system; however, the stent bent in half. The stent was never inserted into the patient. The procedure was completed with another advanix biliary double pigtail stent . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an advanix biliary double pigtail stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2015. According to the complainant, during the procedure, the advanix biliary double pigtail stent was attempted to be loaded on the delivery system; however, the stent bent in half. The stent was never inserted into the patient. The procedure was completed with another advanix biliary double pigtail stent . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual analysis found no anomalies or damage to the device. The stent was free of any kinks or bends. The complaint that the stent kinked was not confirmed. The device showed no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an advanix biliary double pigtail stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2015. According to the complainant, during the procedure, the advanix biliary double pigtail stent was attempted to be loaded on the delivery system; however, the stent bent in half. The stent was never inserted into the patient. The procedure was completed with another advanix biliary double pigtail stent . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.